Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during defibrillation testing this device was unable to convert ventricular fibrillation (vf) successfully. The rhythm was able to be converted via external defibrillation. This device remains in service and will attempt to convert the rhythm again. No adverse patient effects were reported.

Event description:
It was reported during defibrillation testing this device was unable to convert ventricular fibrillation (vf) successfully. The rhythm was able to be converted via external defibrillation. The cause of the failed defibrillation testing was unable to be determined. Additional defibrillation testing was successfully completed following reprogramming of the polarity. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.